Event description:
During surgical procedure, fiber draped around surgeon -surgeon left handed-. Wet towel applied to drape for end of fiber. Power/joules set at 1.2, laser fired at renal stone and broke at distal end of fiber. Popped. Surgical nurse holding the fiber gently away from surgeon's head to protect him. Nurse injured left index finger. No cut, light burn, bruise and mild pain.